Manufacturer narrative:
We are continuing to investigate the cause of this event.

Event description:
During a tumor ablation procedure, the thermal sequences had excessive pixel drop. The surgeon did not continue the procedure due to the fact that accurate tdt lines were not visible. The case was aborted and the patient did not receive treatment.

Manufacturer narrative:
Additional information: pt identifier, device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Corrected information: model #/lot #. Updated information: MFR site. Device evaluation: the software logs were analyzed and evidence showed that pixel drop occured during the case. Testing at the site was performed and the system was found to be within normal operating specifications. Additional testing at the site did not allow to recreate the pixel drop.